Event description:
A (B)(6) female patient contacted zoll lifecor customer support to report that her monitor will not power past the screen showing a clock and the words "wearable defibrillator." The patient received a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (monitor is resetting) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.